Manufacturer narrative:
Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 239 mg/dl. The customer states the piece that the reservoir screws into has broken off into hand. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. The insulin pump will be returned for analysis.